Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the small battery drive electronic control unit had low/no voltage, the triggers were sticking and the device failed pre-test for check triggers, check for sticky speed triggers, check the oscillation/forward/reverse mode, function, check oscillation angle, check the switching function forward/reverse and check power with the test bench. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.